Manufacturer narrative:
The thumbscrew was intended for use in treatment, and was returned to the designated complaint unit for investigation. Visual inspection and functional evaluation were performed and determined that the thumbscrew threads were severely damaged. It appeared as though the thumbscrew was repeatedly overtightened. DHR review found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications when released to distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that the thumber screw on the handpiece that allows it to stay closed just spins as the threads are damaged: it is in closed position and it cannot be opened. This allegation was noticed in the sterilisation department, after the case had been successfully completed; therefore, the patient was not involved at the time.